Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia after waking from a nap, with a peak blood glucose of 304 mg/dl that was trending downward and no reports of infusion set leakage or kinking. Symptoms included fatigue without loss of consciousness or diabetic ketoacidosis, and blood ketone testing was negative. Outcomes included transient high glucose outside the target range for a couple of hours without use of backup therapy and without medical intervention or hospitalization. Investigation included user counseling, troubleshooting, and education regarding high glucose management and the device¿s conservative insulin delivery during its learning period. Investigation of this case revealed no device malfunction identified and no evidence of infusion set failure based on user report. It was concluded that the event was hyperglycemia with an unclear cause and that the device continued to function as designed with supportive education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.